Event description:
It was reported by the legal guardian that the patient developed an infection at the pod¿s infusion site (leg) while wearing the pod 72 hours or longer. The infusion site was reported to have lumps that subsequently progressed to an abscess. The patient went to an appointment with their general practitioner and received unspecified antibiotics. The patient was able to successfully apply a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.